Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint suture was received and inspected. Only the suture was returned for evaluation. Visual observation reveals that the suture was frayed at one location and was broken as reported. This complaint can be confirmed. We cannot determine what caused the user to experience the reported failure, however the suture might have come in contact with any of the sharp objects which caused it to break. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the one of the orthocord wires of the anchor healix advance bustled when the surgeon was giving the suture knots. The surgery continued as planned but the stability of the cuff was compromised. The surgeon did not use any additional suture to secure the anchor. The surgeon was not satisfied with the fixation because he couldn't get a second point of fixation of rotators cuff. It was reported that there was a delay of five minutes to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.